Event description:
It was reported that the device had failed plunger position accuracy. There was no reported patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of failed plunger position accuracy was confirmed. ¿ received on 22-may-2025, syringe device was received unboxed and with paperwork. ¿ unit failed the plunger position accuracy test on asm. A nylon screw was installed, and the unit passed the plunger position accuracy test on asm. ¿ device to be returned to san diego repair center for processing. ¿ noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. ¿ failure investigation report attached to salesforce. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.